Manufacturer narrative:
The complaint sample was not returned to codman for evaluation. In the absence of the complaint sample, a review of the lot history records for p/n 82-6638; lot # cpfc9m was conducted, and it was verified that all products in this lot number were conforming to the required specifications when released to stock on (B)(6) 2013. Complaint is considered closed at this time; however, if the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The device is not showed values consistent with the patient clinical and the studies that were performed. The customer did not notify to j and j companies, he reported his complaint to the health authorities directly. This occurred during use on patient. On (B)(6) 2014, the affiliate provided the following additional information: as we talk, I contacted to the medical affairs team in order to gather further information for this complaint. The medical affairs representative talked with the surgeon specially to understand the ¿health damage¿. The doctor answered: ¿they adopted a therapeutic behavior according the values showed by the device. The device showed values that were wrong and this situation triggers an inadequate treatment for the patient.¿ the damage was not directly caused by the device, it was an indirectly damage caused by the wrong values. The doctor also explained that she cannot estimate the magnitude of damage, because the patient has a craniocerebral traumatism, and the recovery for the critical condition is very slow. On (B)(6) 2014, the affiliate provided the following additional information: the complaint from (B)(6) (lot cpfc9m) and (B)(6) (lot cpbc5k), the patient affected is the same. On (B)(6) 2014, the affiliate informed that the device did not cause any damage directly. Affiliate explained that indirect damage was caused due to the wrong values. Note that both complaints (B)(4) are related to the same patient but for two different dates (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.